Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine failed the returned instrument test/evaluation (rite) testing due to a failure of the earth leakage current test.

Manufacturer narrative:
(B)(4). The device was received, evaluated and visually inspected. A visual inspection revealed fluid present inside the bottle, pump and door assemblies. The assignable cause for rite test failure - earth leakage current was determined to be a shorted, inoperative pump assembly due to fluid ingress. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.